Manufacturer narrative:
The reported events were lead dislodgement and under sensing. As received, a complete lead was returned in one piece with the helix retracted clogged with blood. The reported event of under sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Additional information received indicated that the atrial lead exhibited under-sensing.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited low p-wave amplitude. X-ray and fluoroscopy revealed that the atrial lead had dislodged. The atrial lead was explanted. The patient was stable throughout.